Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient lost the stimulator in the left leg. There were no traumas, falls, or near falls prior to losing the stimulation in the left leg. High impedances were found on electrodes 9, 12, and 14 where their values were over 10000 ohms. It was noted the patient was programmed 9+, 10-, 11-. Reprogramming was completed around 9, 12, 14 and the patient reported feeling stimulation in the left leg where he needed it. No further action was needed and the patient had a follow-up with the doctor on (B)(6) 2015. The patient was seeing the doctor for a surgical consult for a lami lead, but they would not do it if the patient continued to have good stimulation. The rep later met with the patient and he stated the stimulator continued to have good coverage and was working well. On (B)(6) 2015, the patient lost stimulation in the left leg again and electrode 11 was now also over 10000 ohms. Reprogramming was completed and they captured stimulation in the left leg again. The patient would contact the manufacturer if he had any further issues. At the time of the report, the issue was resolved. No surgical intervention occurred or was planned. Relevant medical history included failed back surgery syndrome and spinal pain.